Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2000. Subsequently, a revision procedure was performed on (B)(6), 2011 due to instability. The tibia bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation of total joint replacements have been reported resulting from improper positioning of the implant components leading to postoperative joint instability. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
Evaluation of the returned component found significant material has been removed due to pitting, delamination, and wear on the condylar and post regions. Material has fractured from both condyles on the anterior side of the bearing. The location of the wear regions suggest that the femoral and tibial components were shifted in relation to one another such that the femoral component was riding on the anterior edge of the bearing.